Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly, patient revised due to recurrent dislocation and instability.